Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm reset and doctor guidance. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by a patient that their personal diabetes manager (pdm) reset itself which means all the settings for bolus and basal calculations were completely wiped out. Patient did not know how to re enter the settings. They reached out to outside sources for help but could not get any. They finally had to contact their doctor for emergency guidance on how to handle the situation.